Event description:
Information was received indicating that a smiths medical cadd legacy pump was under infusing by -8.1%. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received for investigation. The event history log was reviewed and there was no evidence of the reported inaccuracy issue. Delivery accuracy tests were performed and the reported inaccuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the manufacturer specification of +/-3%. The worn downstream occlusion sensor was replaced. There was no fault found with the returned pump.